Manufacturer narrative:
One cadd cassette reservoirs - non flow stop was returned for analysis in used condition. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. The pressure plate wasn't welded. Also, the pressure plate did not have the spring and arm occlusion. The welding operation of the pressure plate and the housing was reviewed to verify the correct placed position in the turntable operation fixture; no discrepancies were found. Production personnel performs a 100% visual inspection after the welding operation in order to verify: placement of adhesive is correct, and the quality of the welded area is correct. The most probable cause for pressure plate loose is the personnel didn't segregate properly the material after turntable operation and mixed conform with no conform material.

Event description:
Information was received indicating that the cadd cassette reservoir came apart while it was attached to the pump in operating status. There was no reported injury to the patient.